Manufacturer narrative:
The reported incident is currently being investigated. A written report will be submitted once the investigation is completed.

Event description:
An order was placed for the quantity three of 110-4bt on (B)(6) 2004 for overnight delivery on (B)(6) 2004. The order did not ship until (B)(6) 2004. The physician needed the intracranial pressure monitoring catheter for surgical placement on a critical patient with meningitis but had to borrow from another hosp.